Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 jammed after several firings. The staples were fired and the tissue was transected; however, it was difficult to get the stapler free from tissue and then could not reload. There was no consequence to the pt.